Event description:
It was reported that during a surgical procedure utilizing an arthrocare foot control unit, the device shorted out. A back-up device was retrieved in order to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but not received.